Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the clip did not hold tightly to the vessel and detached. Also, the clips did not close completely and were malformed. The clips did not load properly into the jaws as expected and a component disengaged from the device into the surgical cavity. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: confirm that the clip is positioned within the jaws and is free of other clips or obstructions before squeezing the handles to close the clip. In addition; firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was ligating a vessel during a laparoscopic cholecystectomy, the clip loosened as the handle was squeezed and immediately disengaged from the jaws for the product. The clip fell into the cavity and was retrieved with laparoscopic forceps. Clip also came out crooked. A new 10mm clip applier was opened and used. There was no patient injury.